Event description:
It was reported that a homechoice device experienced a high drain alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative provided information about possible reasons for the alarm. The patient¿s solutions in therapy program were recently changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation, visual and functional testing were performed with no issues noted. A short stimulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.